Event description:
It was reported that the hook of the navlock broke off during a surgical procedure conducted at the user facility. The procedure was completed successfully without any reported delays, medical interventions, adverse consequences, or impact to the patient.

Event description:
It was reported that the hook of the navlock broke off during a surgical procedure conducted at the user facility. The procedure was completed successfully without any reported delays, medical interventions, adverse consequences, or impact to the patient.